Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the cartridge was damaged at the shroud, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Reportedly, the customer ultimately reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 302 mg/dl.